Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported incident. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's cannula ended up becoming damaged, while wearing the pod between 24 and 36 hours. When removed from the infusion site the cannula was alleged to be broken off into the patient's stomach. The patient stated that they used their fingernails to get it out, and it was bleeding pretty badly. The patient stated that it is still not completely healed.